Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited a pacing issue. It was also reported that the right atrial (ra) lead exhibited a intermittent sensing failure. It was noted that the patient experienced syncope, heart block and fatigue. The ipg was explanted and replaced. The ra lead remains in use. No further patient complications have been reported as a result of this event.